Event description:
(B)(6) was reported that the during reprogramming for intermittent stimulation, impedance values of greater than 4000 ohms were found. X-rays were taken. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, serial #(B)(4), implanted: 2009 (B)(6), explanted: unknown. Programmer: model 3037, serial # (B)(4).